Event description:
During an angioplasty balloon cath. The catheter fractured during removal. The free fragment was removed on the wire and was successfully removed after a second access was instituted. The pt had no adverse outcome as all material was effectively removed.